Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that numbers were not ramping on the screen but the insulin was dripping when holding the act button during priming. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's blood glucose was 336 mg/dl at the time of call. The customer stated that they gave correction for the blood glucose by bolus. The customer declined to troubleshoot. The insulin pump was returned for analysis.